Event description:
It was reported "the swg resistance when it placing process." Additional information reports, "when the intravenous catheter was being placed, the inside the guidewire broke. The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. Signs of use were observed on the guide wire. The guide wire and the catheter will be analyzed as part of this complaint. Visual analysis of the guide wire did not reveal any kinking, unraveling, or separation. The distal j-bend was functional, and the distal/proximal welds were full and spherical. No defects or anomalies were observed on the catheter. The proximal end of the guide wire was inserted through the catheter tip. Little to no resistance was encountered as the guide wire passed completely through the catheter. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The guide wire was assembled into the tubing. The guide wire was then advanced into a lab inventory arrow raulerson syringe (ars)/introducer needle subassembly. Little to no resistance was encountered as the guide wire passed completely through the assembly. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a separated guide wire due to catheter resistance was not able to be confirmed through analysis of the returned sample. The returned guide wire and catheter met all relevant visual and functional requirements. The guidewire was able to advance through the catheter as expected with minimal resistance. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the swg resistance when it placing process." Additional information reports, "when the intravenous catheter was being placed, the inside the guidewire broke. The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).